Event description:
Catheter had to be repaired before its expected time. Catheter was placed during surgery in 2004; noted to be cracked, then had to be repaired with a kit. Repair is not that unusual, but not so soon after new one placed. Pt had to receive antibiotic IV as well.